Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence and erosion. At a later date, the patient underwent an additional procedure to implant a new artificial urinary sphincter (aus). There were no additional patient complications reported.

Manufacturer narrative:
Correction was made to b3 date of event and d6b date of explant. The date of event and explant date are approximate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence and erosion. At a later date, the patient underwent an additional procedure to implant a new artificial urinary sphincter (aus). There were no additional patient complications reported.